Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm randomly on her insulin pump. The customer's blood glucose level was at 162 mg/dl. The customer also stated that she had a MRI done an hour prior to the motor error alarmed but stated that she had removed the pump and placed in another room before taking the MRI. The insulin pump was replaced. No further information was provided.